Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's wife wrote regarding the infusion set recall. Wife stated, her husband was admitted to the hospital on (B)(6) 2011 because, he had almost fallen into a coma due to elevated blood glucose values. No blood glucose values were provided. Patient's normal blood glucose value was not provided. Wife reported according to the doctors, her husband was just in time in the hospital to be treated. Wife stated, it has been very difficult to achieve acceptable blood glucose values, but did not doubt that the infusion set has contributed to the problem. Wife reported, they often found it hard to insert the infusion set, while the previous type of infusion set was much easier. On follow up call on (B)(6) 2011, patient's wife reported, patient died on (B)(6) 2011. Wife stated, her husband used prednisone for liver failure since (B)(6) 2011. Wife stated because of this medication, it was harder to achieve acceptable blood glucose values. Wife reported, she thinks the infusion set contributed to the problem of elevated blood glucose values. Wife stated, her husband often had problems inserting the infusion set and sometimes had to try up to 3 times before he succeeded. On follow up on (B)(6) 2011, patient's physician confirmed in his opinion the death of this patient was not linked to a possible malfunction of the infusion set. Patient's physician declined to give any further details. No further information is available. Requested return of the alleged infusion set for evaluation.